Event description:
A surgeon reported a unexpected refraction after intraocular lens (iol) implant surgery. During follow-up, he stated he believes the cause of the refraction was rotation of the lens. The surgeon also reported that the pt experienced monocular diplopia. In a follow up, the surgeon reported the outcome of the event as "excellent".

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested by fax and mail on 11/23/2008 and by phone on 12/08/2008. A completed questionnaire was received on 12/15/2008.